Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly self-activated. A coaxial introducer was not used. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly self-activated. A coaxial introducer was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide did not self-activate during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. During further testing, the top slide would not lock into position. Upon disassembly, it was noted that the left side bumper was in two pieces. Therefore, the investigation can be confirmed for failure to prime. However, the investigation is inconclusive for the alleged self activation issue. The identified split left bumper issue likely contributed to the observed incomplete cannula tang engagement as well as the identified failure to prime and reported self activation. Additionally, the out of specification cannula tang width measurement may have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021). (B)(4).